Event description:
The customer received blood glucose readings of 32 and 37mg/dl on the contour meter, re-tested on a different meter and the readings were 100 and 97mg/dl. The differences among the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. Product was not replaced.